Event description:
It was reported that the customer passed away. The customer was hospitalized two weeks prior to his death due to erratic blood glucose levels. They were unable to get the customer's blood glucose levels under control, and the customer lost bodily functions one by one, ending with his lungs. It was stated that the customer was not wearing the insulin pump at the time of his death as it was removed at the time of hospitalization two weeks earlier. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test. The insulin did not have a battery when received. All operating currents are within specification. Off/no power alarm functions properly. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to prime/fill anomaly. The insulin pump passed the displacement test, self test and error test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.